Manufacturer narrative:
One package of 10 surgical strips from lot dw612 have been returned for evaluation. A f/u report will be filed upon completion of the evaluation.

Event description:
International affiliate reports the surgical strips blue x-ray markers are starting to separate from the cottonoid. This is especially evident when the surgical strips become wet and the x-ray markers begin to separate. Customer is concerned that they may completely separate and be left in a pt.